Manufacturer narrative:
The investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient's ipg became inoperable following an unrelated procedure. It was also reported that the device was not placed in surgery mode prior to the surgery. As a result, the patient's ipg was explanted and replaced and therapy was restored post-op.